Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a bacterial bronchial infection. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a bacterial bronchial infection. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination or particles. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer powered up the device and confirmed airflow, the heated tube heats, and the heater plate heats. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of contamination. The manufacturer concludes there was no evidence of contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. There was no report of serious patient harm or injury. Section b1, b2, d9, d10, g3, h1 and h6 has been updated in this report.